Event description:
As reported for this event by the customer, during reprocessing of the device, it was observed that there was no image available for the device. There is no patient involvement.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that there was no image for the device and a b30 scope communication error message was also received. Other observations for the device: distal end plastic cover has scratches; control body has scratches; rfid label is peeling; and customer label on scope connector and grip. Insertion tube is non-olympus. In addition, several parts in the device have issues and have non-olympus repair: exera ID chip with no data transmission; distal end rubber coating (a-rubber) is stretched, a-rubber glue is peeled; switch (sw) sw1 to sw4 not working; and scope connector has deep scratches around gold pins. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was the contact pins of scope connector were scratched during user handling and communication became unstable. The event can be detected/prevented by following the instructions for use which state: ¿- inspection of the endoscope - do not strike, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - prohibition of improper repair and modification¿ olympus will continue to monitor field performance for this device.